Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and adjusted the tip take-up and position over the secondary rack of the pipette assembly. The instrument was inspected, tested without further problem, and returned to svc.